Event description:
Customer rec'd high magnesium results for three pt samples. The samples were repeated, using the primary tube, and gave normal results. No other assays were affected, only three pts were involved. One of the initial magnesium results was reported (it is unk which pt), customer states she called the physician before the report arrived. No pts were affected, no change to treatment or condition. Customer provided the following three pt results for magnesium, all initial results were accompanied by a flag: pt1, initial result 3.3, repeat 1.4 meq per l. Pt 2, initial result 3.9, repeat 1.7 meq per l. Pt 3, initial result 3.9, repeat 1.8 meq per l. All specimens were serum samples. If add'l info is rec'd, appropriate notification will be provided.